Event description:
It was reported that a wireless battery module was "smoking and is now burnt." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and observed fluid residue inside of the device. A short was also observed on the wireless module flex printed circuit board and found to be caused by fluid intrusion. At this time, the date of event is unknown.